Event description:
It was reported by a customer on (B)(6) 2011, during the beginning of the procedure, errors 525, 652 and 611 occurred. Per the customer, the laser was shut off/on and same errors still occurred. Also, per the customer, the chiller did not seem to have been recognizing the flow. The procedure was aborted. No pt injury was reported.